Manufacturer narrative:
Awaiting medical questionaire from (B)(6).

Event description:
A nurse was taking a blood sample from a patient using unistick 2 device once blood sample was obtained the nurse placed the device on a table, the nurse then went to retrieve the device and subsequently claims to have incurred a needle stick injury. It has been reported the nurse is an experienced user of the device. The unistick in question has been returned to owen mumford for investigation.